Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm while the black cable was disconnected was confirmed and reproduced. A review of the downloaded controller event log file spanned approximately 2 days (30oct2023 ¿ 31oct2023 and 15nov2023 per time stamp). Throughout the log file when the black power cable was disconnected, a backup battery fault alarm intermittently activated due to a test circuit fault. The alarm resolved each time after the power cable was reconnected. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was returned for analysis with a bent pin 11 in the backup battery. When disconnecting the black power cable, the backup battery fault alarm was reproduced. The pin was straightened to continue with testing. The controller was then functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The provided information indicated that exchanging the system controller resolved the alarms. The root cause for the reported event was due to a bent pin in the backup battery. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the backup battery pins. Heartmate 3 instructions for use (rev. C) section 5-¿surgical procedures¿ states to ¿align the arrow on the ribbon cable with the arrow on the backup battery and then insert the cable into the battery socket.¿ heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was opened in the operating room and was to be used as the initial backup system controller. When it was plugged in to charge the backup battery, it was noticed that when the black power cable was disconnected from power it gave a power disconnect alarm but also a backup battery fault alarm. When the white power cable was disconnected it only displayed a power disconnect alarm. The backup battery was reseated multiple times, and the issue did not resolve.